Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device labelling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the hospital due to a fracture and underwent indwelling catheterization after the operation. During the ward patrol the next day, the nurse discovered that the foley catheter had fallen off. Inspection revealed that the catheter balloon had ruptured. The nurse immediately replaced the catheter and continued with indwelling catheterization.

Event description:
It was reported that the patient was admitted to the hospital due to a fracture and underwent indwelling catheterization after the operation. During the ward patrol the next day, the nurse discovered that the foley catheter had fallen off. Inspection revealed that the catheter balloon had ruptured. The nurse immediately replaced the catheter and continued with indwelling catheterization.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.